Event description:
The lay user/pt contacted lifescan (lfs) on june 14, 2006 alleging high readings on her one touch ultra meter. A medical affairs specialist (mas) mailed a letter to the pt since the user could not be reached for further clinical info. For the past several weeks the pt claims that her blood glucose have been hi (>600 mg/dl). She is a brittle diabetic and has been in & out of the hosp numerous times. On an unspecified date(s) and time(s), she obtained readings in the 300s, 100s and 80s bottomed out (unk when in relation to when she obtained the stated readings). Emergency services were contacted and the treated with IV glucose. The pt was unable/unwilling to further troubleshooting with the customer care advocate (cca), since she longer had the subject supplies to complete troubleshooting. No further clinical info was provided. It would have been helpful to know the pts diabetes regimen, readings prior to the incident, diagnosis and readings in the hosp. It would have also been helpful to know the condition of the test strips and whether the subject test strips passed using the control solution. The complaint is being reported since the pt bottomed out and was treated by a med professional possibly for hypoglycemia.

Manufacturer narrative:
The device ID for d-4, "other#" field is 1-av-1086. Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.